Event description:
A malfunction alarm was reported by the caller regarding a pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to reset the pump, and technical support planned to follow up to assist in resetting the device. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.